Event description:
Dexcom was made aware on 08/15/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction which occurred three days after the sensor had been inserted in the right upper arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness and sores under the sensor patch. On (B)(6) 2024, the patient decided to remove the sensor due to excessive pain and the symptoms spread beyond the sensor patch perimeter. The patient cleansed the area with alcohol and applied otc (over the counter) topical neosporin ointment. The symptoms did not subside after treatment and the patient decided not to insert a new sensor. Five days later (B)(6) 2024, when the patient was not using the cgm (continuous glucose monitor) for bg (blood glucose) monitoring she lost consciousness, and an ambulance transported to the ed (emergency department) where she was hospitalized for diabetes management of hyperglycemia. Her bg was over 400 mg/dl. She regained consciousness and during the hospital stay a diagnostic ultrasound was performed at the site of the previous sensor removal on (B)(6) 2024. The patient was diagnosed with an abscess the size of the g7 sensor patch and treated. Upon discharge on (B)(6) 2024, the patient received 3 discharge prescriptions for oral medications to treat the skin abscess (hydroxyzine 25 mg, three times per day; valtrex 500 mg, two tablets' times per day; and augmentin 875 mg two times per day for 10 days). On (B)(6) 2024 the tech support agent followed up with the patient to verify the outcome of the oral medication treatments. The patient indicated she had not healed completely, and she thought the medications were not effective. She had notified her hcp (healthcare provider), and they planned to make dosage adjustments to her current treatment regimen. The patient indicated she felt much better after being discharged from the hospital. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 11/02/2024. In regards to the reported skin reaction that occurred in (B)(6) 2024, the patient reportedly removed the sensor because of a painful, inflamed nodule. She ripped the skin while removing the adhesive which caused bleeding. The patient opted not to replace the sensor because of the infection. While at the hospital, the patient was diagnosed with mrsa (methicillin-resistant staphylococcus aureus) skin infection was treated with an antibiotic for 7 days. She underwent ultrasound on the abscess. She did not have surgical intervention but was given another 10 day course of antibiotics at discharge. At the time of the follow up report, she was reportedly good. No additional patient or event information is available.